Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report for the device displaying a 1051 error message was duplicated and attributed to a faulty autocal valve on the smart pneumatic module. The smart pneumatic module was replaced to remedy the report. The device was recertified and returned to the customer. The customer's report for the device displaying a 1001 error message was observed during review of the device data logs. However, the device was put through extensive testing including full functional and stress testing without duplicating the report. The manifold assembly and o2 inlet fitting were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ready the device for patient use (age & gender unknown), the device displayed "runtime calibration failure - 1051" and "compressor failure - 1001" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.